Event description:
Bioabsorbable screw reported to have cracked upon insertion during use in a soft tissue repair of an anterior cruciate ligament procedure. Broken fragment was removed. Remainder of the screw was left implanted as it provided an adequate level of fixation. No pt injury was reported as a result of this situation.